Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2015 with the following findings: evaluation revealed no visible damage to the keypad. The complaint of the unresponsive keypad buttons was not duplicated. All of the keypad buttons responded appropriately. There was evidence of contamination found under all key contacts. Unrelated to the complaint, the pump was powered on and the display was found to be dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; the down arrow button was said to be under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.